Event description:
It was reported to boston scientific corporation that a polypectomy snare was used during a procedure. According to the complainant, the snare failed to cauterize the polyp tissue. The physician checked the active cord and generator and everything appeared to be hooked up properly. The physician was able to complete the procedure by using another polypectomy snare with the same setup. Specific details regarding the patient or procedure were not available. There were, however, no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device information. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.